Event description:
The customer reported an issue with their meter, which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The customer's product has been returned and an investigation is in process. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.